Event description:
It was reported by service report that the scale may be inaccurate due to faulty load cells. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. The customer alleged the scale may be inaccurate, however, this could not be confirmed by the service technician as there was no defect found.